Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power and clock not set alarms associated with full battery depletion was confirmed via the submitted log file. Review of the submitted log file captured on 15apr2026 at 03:07:49, low battery advisory alarms became activated due to routine battery depletion. The alarms transitioned to low battery hazard alarms at 04:16:36 and to no external power alarms at 04:26:17. The backup battery supplied power to the system during the loss of external power. The controller then lost total power and shutdown due to the backup battery power being depleted; however, the exact time was not recorded in the log file. The duration of the pump stop could not be conclusively determined due to the controller clock being reset to a default timestamp once connected to charged batteries. Yellow wrench and clock not set alarms were active for the remainder of the log file. The pump restarted following reconnection of external power and appeared to function as intended for the remainder of the log file. No other notable alarms were active in the log file. The heartmate ii system controller (serial number unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The cause of the battery depletion cannot be conclusively determined, as it is unknown whether the patient was able to respond to the alarms leading up to the batteries becoming fully depleted. The cause of the event could not be correlated to a device-related issue. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU, heartmate ii patient handbook, are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve no external power and clock not set alarms. The IFU section 3 ¿ ¿powering the system¿ and patient handbook section 3 ¿ ¿powering the system¿ explain the various ways to power the heartmate ii lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. This section also explains that a pair of new, fully charged 14v batteries provides up to 10-12 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. The IFU section 2 entitled ¿system operations¿ addresses how to properly set the system controller clock. ¿the system controller has an internal clock. The clock tracks the timing of system events and monitors the expiration date of the system controller¿s 11 volt lithium-ion backup battery.¿ ¿¿use the system monitor to reset the system controller clock. Make sure the system monitor clock is correct before relying on it.¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a total loss of power event. The patient's system controller clock was not set. The log files were submitted for review. The log files captured a power source change on 14apr2026 10:36:18am from the power module to fully charged batteries. On 15apr2026 at 03:07:49 am, a low power advisory flag was activated, followed by a low power hazard alarm on 4:16:36 am, and a no external power alarm on 4:26:17 am as the batteries became completely depleted. The emergency backup battery (ebb) was activated to support the system. It was unknown how long the pump was off. When power was restored to the system controller, pump speed was ramped back up to the set speed of 9400 rpms. The date was defaulted to 1/1/2001 1:00:00 am.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.